Manufacturer narrative:
Engineering eval pending return of the device.

Event description:
Four years post-op. Revision performed due to possible infection. Poly wear was noted on the polyethylene liner.